Manufacturer narrative:
The investigation for the reported limb ischemia has been completed. The device nor sufficient clinical information was returned for evaluation. Therefore, the root cause of the limb ischemia could not be determined.

Event description:
The complainant had a impella cp pump support ongoing for a post transcatheter aortic valve replacement patient. The cp was placed via the 14fr sheath, which the doctor did not peel away. When there was limb ischemia the team removed the peel away, and finally had to explant the cp pump itself. Femostop was placed for hemostasis. The support was for just over 9 hours. The patient expired after care was withdrawn. The relationship between the impella and cause of death is unknown.

Manufacturer narrative:
The impella device has been discarded by the customer, therefore, investigation of the device is not possible. Should any new information be received, a supplemental MDR will be filed. Instructions for use state the following: impella cp with smartassist system section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿